Manufacturer narrative:
The investigation of the returned o2 sensor did not show any faults, the o2 sensor passes the simulated use testing without deviations. The review of the returned device logs show that the o2 sensor failed one sub-test during pre-use check indicating that one parameter in the e2prom of the o2 sensor was outside its limits. The remaining performed pre-use checks passed without faults, the cause of the generated low o2 alarms during ventilation cannot be established by this investigation. The o2 sensor has a measuring function in the ventilator; the generated alarms were most likely caused by an intermittent measuring error.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of: maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration measurements were inaccurate. There was no patient involvement. (B)(4).